Event description:
Revision surgery - due to the central screw on the baseplate breaking.

Manufacturer narrative:
The reason for this revision surgery was the patient had a broken central screw on an reverse shoulder prosthesis (rsp) baseplate. The in-vivo length of patient service for the implant was 1.4 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. As of june 2017, a review of the product complaint report (pcr) history from 2007-2016 shows there are a total of 46 prior complaints against the part number 508-32-204 rsp baseplate. Of these, three complaints document the rsp baseplate's central screw breaking during implantation or post-operatively, with no indication of external trauma as a factor. This event is deemed as non-product related. The root cause for this event was the patient had a broken central screw on an rsp baseplate. The root cause for the broken central screw was not reported. The primary failure mode for the rsp baseplate is breakage of the central screw feature of the product. This can occurred during surgery, and also post-operatively. It is unknown when the screw broke but it can assumed it was most likely during its in-vivo life span since there is not a report of breakage when implanted. During surgery the reason most often cited in the complaint records is that the surgeon encountered hard bone, usually cortical bone, and was having difficulty advancing the screw further. The surgeon then applies additional torque to the rsp baseplate which can exceed the ti6al4v material's ultimate strength. It is also possible that the central screw can break in a bending mode if a large lateral load is applied to the hex driver while advancing the rsp baseplate, but this is less likely. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Addition of concomitant part.